Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit, the device experienced underfill or low draw. The following information was provided by the initial reporter. The customer stated: "I reached out to product complaints on behalf of (B)(6) facility. She mentioned that one of their vacutainers was not filling up to the minimum line and did not have enough suction. She also stated, that there was no patient harm. I have provided her information below."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported when using the bd vacutainer® c&s transfer straw kit, the device experienced underfill or low draw. The following information was provided by the initial reporter. The customer stated: "I reached out to product complaints on behalf of kaiser permanente facility. She mentioned that one of their vacutainers was not filling up to the minimum line and did not have enough suction. She also stated, that there was no patient harm. I have provided her information below."